Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock for sinus tachycardia (st) and experienced rhythm acceleration. A boston scientific technical services consultant (ts) discussed the device's current settings and the options of reprogramming onset past 9% to help inhibit therapy for st. Ts also discussed the physician's options to raise the ventricular tachycardia (vt) therapy zone setting or prolonging the sustained rate duration (srd) setting to inhibit the patient's shock therapy at a higher rate for a longer time. There were no reported adverse patient effects.